Event description:
Customer reporting an increased number of flu b positive results. No known discrepant results have occurred, customer just feels they are seeing an increase in positive flu b patients. Specific numbers are not available so one MDR will be filed to represent the increased value of results.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone